Manufacturer narrative:
(B)(4). After the submission of the initial medwatch report, it was noted that the the report inadvertently stated the device manufacturer has been identified as abbvie by the reporter. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie by the reporter. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg was involved in this event. Abbvie commercially has available two sizes of peg tubing, (B)(4), in the united states. The catalog number is (B)(4) abbvie peg is identical to the international list (B)(4) and the unique identifier number field is (B)(4) abbvie peg is identical to international list (B)(4). The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. The abbvie peg instructions for use (IFU) indicate the following: stoma and tube care once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). Then pull the abbvie peg tube gently until resistance is felt, place the fixation plate back and fix in position with 0.5-1cm of room. The abbvie peg and j risk management report documents buried bumper syndrome as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, occurrences are attributed to not adhering to daily care procedures, and the benefits of the duopa system outweigh the risks of buried bumper syndrome. The report also cites a literature reference indicating typical buried bumper syndrome rates. ¿buried bumper syndrome (internal gastric bumper eroded into or through the gastric wall) occurs in 0.3% to 2.4% of patients with gastrostomy.¿(1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from (B)(6). Gastroenterology. 2011;141(2):742-65. Abbvie reviews complaint categories for possible trends on a monthly basis. There have been no confirmed trends for the reported complaint condition. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed.

Event description:
A patient in (B)(6) reported that the peg tube was stuck and the patient was referred to outer clinic. Based upon the description, abbvie is assuming there is a buried bumper event which would require medical intervention. Though requested, additional information including clarification of a buried bumper was not provided.